Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On 11/18/2004, the patient had contacted lifescan and reported that his one touch ultra meter kept giving an error 1 message. There was no allegation of harm or serious injury. During troubleshooting, it was verified that the patient was using the correct testing technique. He was asked to retest, but the issue persisted and the error 1 message appeared. The condition of the control solution and the battery compartment were good. He did not receive any medical attention or treatment. Based on the information provided, there is indication that the product malfunctioned since the error 1 issue was not resolved. However, there is also no information to suggest that the patient experienced injury due to the meter. This case is reported as a meter malfunction. A replacement meter, test strips, and control solution were sent to the patient.